Manufacturer narrative:
The site did not return any device. Therefore, no analysis was performed. If additional info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4).

Event description:
This adverse event was recorded on a crf as part of the (B)(4) trial. Four months after a pt underwent an ablation procedure to treat barrett's esophagus, a mild stricturing with ulceration was observed and subsequently dilated. Per the physician, the severity of this event was mild and the relationship of the event to the device procedure was definite, but not related to any device malfunction. No further info was provided.